Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ems visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patients husband called ems (emergency medical services) for hypoglycemia. The patient's blood glucose levels reached 27 mg/dl. Symptoms reported include the patient fainting. The patient was treated with dextrose through IV(intravenous) fluids by the ems team. The patient was released the same day.